Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to hypoglycemia. The reported blood glucose reading was 29 mg/dl. The customer started a new exercise regime and was bike riding prior to the event. However, the customer did not discuss the exercise regime with his doctor or adjust his basal rates. The customer also treated his blood glucose based on a sensor glucose reading of 140 mg/dl. The customer's doctor advised him to never treat his blood glucose based on sensor glucose readings. The customer declined to perform troubleshooting. Nothing further was reported.